Event description:
The unit cannot run on battery power. No other details regarding the nature of this event were provided.

Manufacturer narrative:
Two software logs were rec'd by the MFR for further eval. Investigation is in process, but not yet complete.